Event description:
The customer states that the touchscreen is non-responsive. The customer reported that the unit was not in use on a patient. The customer contacted product support and was advised to replace the touchscreen. Product support provided part identification for touchscreen. Repair information was requested from the customer, but no response was received. Further information is pending.

Manufacturer narrative:
Several attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.